Event description:
Connected arterial line extension tubing to existing setup, on connection, blood under pressure was noted to be spraying out of the extension tubing (mid way along the tube). The extension was immediately removed and pressure applied, while waiting for a replacement.patient lost approximately 10ccs of blood unnecessarily during this event. No other immediate or long-term harm was caused.